Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported that the syringe module did not allow priming for doses of 5ml or less which was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module did not allow priming for doses of 5ml or less. This is mostly happening in the pediatric profile and clinicians are having to do a workaround. There was no information on patient involvement. Although requested, additional information was not provided.